Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a wound breakdown with granulation and exposure of bci602 post-operatively. The user has been explanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to postoperative side effects, namely the user had a wound breakdown with granulation and exposure of bci602 post-operatively. User has a history of previous surgery which likely contributed to the observed issue. The skin was tight and the scar just opened up. This is a final report.

Event description:
The user had a wound breakdown with granulation and exposure of bci602 post-operatively. The user has been explanted.